Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 750cc mentor smooth round moderate plus profile prostheses and was not satisfied with the outcome of the procedure. The patient believes that her implants were not filled to 900cc by her surgeon at the implantation surgery. The patient reports that she has consulted with other doctors and they all seem to agree with her opinion. However, it¿s not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as the date of implantation. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.